Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported issues with the infusion set. The blood glucose readings are over 400 mg/dl. Customer also states that the site bleeds occasionally and the blood glucose readings have been outrageous. Nothing further reported.